Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report no audio output and an adverse event that occurred on (B)(6) 2014. Patient claimed that while at home, she experienced nausea as well as a high blood glucose level and that the cgm device did not alert her. Patient further stated that she fell asleep and awoke with a high blood glucose level and again, was not alarmed by the cgm device. Patient subsequently tested herself for ketones and claimed that a large amount was present in her urine. The patient's husband then called the paramedics, as patient stated she felt weak and was vomiting. Patient was taken to the intensive care unit and given an IV. At the time of contact, the patient did not report any further medical intervention and was doing okay.

Manufacturer narrative:
(B)(4).